Event description:
It was reported that the customer received a unexpected restart alarm. The customer also reported a crack in the case. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and cracked battery tube threads. No error alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.